Event description:
I inserted a long metal bobby pin into my hair and used the machine. Before I fell asleep, I felt a jolt of electricity seemingly to come from my heart through my right breast and through the nipple. My at home EKG showed wild activity. Even though I have afib, the electrical signals were never that wild. I was sore for about a week, and the symptoms all went away finally . I reported this to the healthline office where I got the machine, as well as to my cardiologist. I have not slept with any pins or anything else in my hair since. No further problems of that nature to report. I understand there is a recall in effect, and I have stopped using the machine. I am hoping to get another machine not affected by the recall. I believe the recall involves foam material? Thank you. (B)(6). The machine is under recall, and the information is as follows; philips respironics dream station auto CPAP hum ht cell dom. Reference # dsx 500 tiic, with dream station hum core, pack dom, reference #dsxhcp. FDA safety report ID # (B)(4).